Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: black out during hmi controller reset. Correction: install latest sw version.

Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: black out during hmi controller reset. Install latest sw version. Hamilton medical ag complaint number: (B)(4). UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).